Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead presented at the emergency room after receiving an inappropriate shock. Review of device memory by boston scientific technical services (ts) found oversensing, high impedance, and low amplitudes; no pacing inhibition was noted. The lead was surgically abandoned and this device was explanted electively. No additional adverse patient effects were reported.